Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was no longer turning on. Customer was calling back after installing a new battery, monitoring insulin pump for 2 hours, and frozen display recurred. No harm requiring medical intervention was reported. The device will be returned for analysis.